Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable see section d for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the provided product and lot code combinations. A search of the complaints databases and/or review of device history records against the reported screws was not possible as the necessary product/lot codes were not provided. Per procedure, these devices are exempt from device history record review. Medical records and patient x-rays were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, and metallosis. Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated cup loosening, pain, black stained tissue,a and one screw breaking while being removed and was left in place. The revision note only states one screw was removed, but there were two screws implanted during the primary. There was no mention of metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.